Event description:
It was reported that the procedure was to treat a heavily calcified distal and proximal circumflex. A 2.25 x 12 mm xience nano stent delivery system was being used to treat the distal circumflex; however, it would not cross the lesion. Another same size xience nano was used and it crossed successfully. A 2.25 x 28 mm xience prime stent delivery system was being used to treat the proximal circumflex and while there was no resistance advancing the catheter, force was applied and the proximal shaft broke while outside the body. The catheter was removed without issue and a same size xience prime, with the aid of a non-abbott guide liner, was used successfully to complete the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device coding: (B)(4) -excessive force. Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent systems instructions for use states that applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.